Event description:
It was reported that a spectrum pump alarmed upstream occlusion repeatedly. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿upstream occlusion repeats¿ was reproduced. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic calibration values are out of range. The ultrasonic sensor requires upstream pusher setup to address this issue. Should additional relevant information become available, a supplemental report will be submitted.